Event description:
It was reported while using relion insulin syringe 3/10ml 29g x 8mm the scale markings were slanted. The following information was provided by the initial reporter: it was reported both boxes found slanted scale markings on the syringes, miss dosed the dog and he tested high with these syringes use.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: customer returned a total of 47 syringes. 40 of these syringes were returned in unopened polybags labeled for 0.3ml, 31 gauge, 8mm syringes from lot 1242440. The remaining 7 were 0.3ml but were not returned with any identifying polybag. 30 of these samples were measured. Each of the syringes inspected and of their graduation markings. The position of the graduation markings were all found to be within specifications. None of the markings were found to tilt significantly, and none were found to deviate in a manner that would place the markings outside of specification. A review of the device history record was completed for batch# 1242440. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of defective scale markings.

Event description:
It was reported while using relion insulin syringe 3/10ml 29g x 8mm the scale markings were slanted. The following information was provided by the initial reporter: it was reported both boxes found slanted scale markings on the syringes, miss dosed the dog and he tested high with these syringes use.